Event description:
It was reported that during a laparoscopic esophagectomy, the device stopped working and would not work again. Troubleshooting was performed, as well as changing the devices. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.